Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose reading of 'greater than 600 mg/d' and he experienced the symptom of thirst. The patient was taken to the emergency room, where the patient's mother replaced the infusion set and infusion site and gave the patient a correcting bolus dose of insulin via the pump. The patient was also treated with intravenous fluids and insulin. His subsequent blood glucose readings were 430 mg/dl and 193 mg/dl. Troubleshooting revealed the patient's grandparents had primed the pump on (B)(6) 2012 using very small amounts of insulin, only 2.5 units, which may have led to under-infusion of insulin. The reporter noted the usual amount of insulin she used to prime the pump was 9.0 to 13.0 units. It was also determined the insulin cartridge had not been replaced for five days, and the patient had used the same infusion site for five years, both of which could have also contributed to under-infusion of insulin and site exhaustion. It was determined all pump settings and programming were correct, the date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not sufficiently priming the infusion set. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Review of current alarm history show no errors or alarms related to the complaint. Successfully performed a rewind, load and prime sequence with no alarms. Pump was exercised for 24-hr duration period; no errors or alarms were recorded in history during this time. Pump passed a 29hr flow accuracy test successfully. The force sensor calibration check showed the pump is detecting the correct force at 5 lbs. The pump cover was removed; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.